Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the overlay tubing of the lead was extrinsically breached due to a cut. It was noted that the visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that the physician may have accidentally put a suture needle through the newly implanted right ventricular (rv) lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.